Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 32097 in the logs and replaced the master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed. Failure analysis confirmed but could not replicate the reported issue during in-house testing. The unit passed the system test first. The mtm failed tests after it was installed on in-house system. However, after running the recalibration sequence, the unit passed the previously failed tests without any errors observed. A visual inspection was performed. Failure analysis noticed axis 2 counter balance cover mount was broken. No other external mechanical damage, contamination, or abnormal conditions were observed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors of the slipring. It can be resolved by replacing the mtm. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred and prompted a restart, and that the same issue had already occurred earlier during system setup. The tse confirmed repeated non-recoverable errors in the logs pointing to the mtml on ssc #1. The customer stated that the primary surgeon was using ssc #2. The customer planned to disable the mtml on the ssc #1 if the error became persistent. The procedure was completing as planned with no reported injury.